Event description:
A customer reported receiving a minimum fill notification when attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. Initially, reloading the same cartridge did not resolve the issue. However, after being guided through the process of filling and loading a new cartridge, the issue was resolved, and the customer was able to place the pump back in its case and resume using insulin.